Manufacturer narrative:
Results: from the lot number 2-02, we can learn that the instrument in question was mfg in june 2002. The instrument was mfg in a lot of 90 pcs. And delivered to the distributor on 06/13/2002. Our computer system allows us to trace back until 1999 and reflects that, since then, we have delivered a total of 18904 pcs. Of this article to the distributor, without receiving a complaint of this nature. We checked our production documents, which prove that the right materials / components were used and that the instruments were mfg in accordance with the production specifications. Performing a hardness test in the area of the fracture resulted in 53 hrc, what proved that the hardness is within the given range of tolerance of 50-58 hrc. On visual inspection of the instrument we could notice that the blade broke off directly at the locking screw. The coloration of the fracture leads us to the assumption that there had been a crack before the blade finally broke. Conclusion: the exact cause for the breakage cannot be conclusively determined. Based on our longterm experience as a qualified surgical instrument MFR, however, we assume that the breakage could be caused by overstressing the instrument or any kind of misuse. It is also within the realm of possibility that an impact to the scissors, when it for example was dropped to the floor or any heavier instruments were dropped onto it during cleaning and sterilization, resulted in the breakage. We wish to point out that provided the scissors are solely used in accordance to their purpose of cutting tissue, it is nearly impossible that the blade can break. In addition, we wish to point out that every surgical instrument should be checked as to any cracks or malfunctions prior to each use in order to assure proper function during procedure. Defective instruments should be immediately removed from the tray and returned to the MFR for repair. Since our production documents indicate compliance with all specifications and since the trend analysis reflects no problem with this pattern, we feel that no corrective action has to be taken on our part.